Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis. On an unreported date, the patient began treatment with dianeal therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis (onset not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed. On (B)(6) 2012 gpv followed up with the pd registered nurse (rn). The pdrn confirmed the patient experienced peritonitis and was hospitalized from (B)(6) 2012. The rn reported the patient's transfer set came off and fell on the floor; the patient picked it back up and put it back on. The rn reported the patient was recovering. Additional information (B)(6) 2012 - the rn confirmed the patient was re-trained on proper aseptic technique.

Manufacturer narrative:
(B)(4). Additional information: this complaint is not confirmed and the cause was not identified because the sample was not returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. Per the event description, the nurse reported that the patient experienced peritonitis due to a break in aseptic technique. The nurse reported that the patient was retrained on proper aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.